Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy/ bilateral salpingo-oophorectomy and anterior/posterior repair due to 3-4 degree uterine prolapsed and moderate cystocele.

Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, dyspareunia and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh excision and cystoscopy due to erosion of pubovaginal sling on (B)(6) 2012. It was reported that patient underwent burch bladder suspension due to sui on (B)(6) 2013. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.